Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibit rv pacing impedance and episodes showing significant oversensing that does not correspond with rhythm. A confirmed fracture was noted. The lead remains in use, but it was noted that action is planned but not yet taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.